Event description:
It was reported that balloon rupture and fracture occurred. The patient presented with peripheral arterial disease. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal posterior tibial. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The device was removed and replaced with a 2mm x 40mm x 144cm coyote es balloon catheter, which also ruptured during initial inflation at 6 atmospheres for few seconds. It was also noticed that the devices were also fractured. Both devices were removed intact and the procedure was completed with a 2.0 x 150 coyote balloon catheter. No patient complications nor injuries were reported. It was further reported that the balloon was ruptured but the catheters were not noted to be fractured.

Event description:
It was reported that balloon rupture and fracture occurred. The patient presented with peripheral arterial disease. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal posterior tibial. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The device was removed and replaced with a 2mm x 40mm x 144cm coyote es balloon catheter, which also ruptured during initial inflation at 6 atmospheres for few seconds. It was also noticed that the devices were also fractured. Both devices were removed intact and the procedure was completed with a 2.0 x 150 coyote balloon catheter. No patient complications nor injuries were reported. It was further reported that the balloon was ruptured but the catheters were not noted to be fractured.

Manufacturer narrative:
Updated: b5: describe event or problem. H6: device code. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture and fracture occurred. The patient presented with peripheral arterial disease. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal posterior tibial. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The device was removed and replaced with a 2mm x 40mm x 144cm coyote es balloon catheter, which also ruptured during initial inflation at 6 atmospheres for few seconds. It was also noticed that the devices were also fractured. Both devices were removed intact and the procedure was completed with a 2.0 x 150 coyote balloon catheter. No patient complications nor injuries were reported.